Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse confirmed the issue and requested assistance from the national support specialists (nss). The nss reviewed the customers system and logs from the event and found that the customers continuous integration (ci) services was not replying to any join messages sent by the devices within the network. The nss could not determine what caused the ci services to stop working. The fse resolved the issue by restarting the customers system and by systematically placing the surveillances back into monitoring mode. The fse validated that the issue was resolved and the case was subsequently closed. The device remains on site and in use.

Event description:
The customer reported that their telemetry and bedside devices were unable to connect to their enterprise system. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their telemetry and bedside devices were unable to connect to their enterprise system. The device was in use on a patient. There was no report of patient or user harm.